Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the stylus was off center, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. (B)(4).

Event description:
It was reported the stylus is off center. The programmer was returned for repair. No patient complications were reported as a result of this event.